Manufacturer narrative:
D10 - concomitant devices: ((B)(6)) 300-62-03 - stemless humeral comp integrip, cage, size 3. ((B)(6)) 310-61-50 - stemless humeral head 50mm x 19mm x beta. ((B)(6)) 315-35-00 - glnd kwire. ((B)(6)) 319-01-32 - steinmann pin sterile 3.2mm x 178mm". ((B)(6)) 314-13-34 - equinoxe cage glenoid l, post aug, right. H3 - the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not returned to exactech for evaluation and no images, radiographs, or clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via legal documentation that approximately 61 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort and inflammation. No further issues or complications were reported. No additional information is available.